Event description:
It was reported that the patient presented to the emergency room complaining of chest pain. A chest x ray was performed and a filter arm was found to have migrated to the right ventricle. A CT was performed and it was found that the filter was in place in the vena cava; however, another two filter arms had detached, one was found in the lung and the other one was in the cava wall. The patient had the filter limb removed from her heart and the filter remains in place and the patient is under surveillance.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, a product evaluation could not be performed. The event investigation is currently underway.